Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery (sfa). The 6.0 x 20mm sterling over-the-wire balloon catheter was advanced to the lesion for treatment and the balloon ruptured at 8atms on the first inflation. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "good". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4): product was not returned; therefore product analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)